Event description:
It was reported that the threshold on the lead increased significantly after implant. The lead was repositioned and the values looked good. Several days after the repositioning there was no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic cut and was breached cut, and there was apparent explant damage.